Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant that the right atrial (ra) lead had dislodged. High thresholds had been noted post implant. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.